Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a 13-month complaint history review and service history review for (B)(4) from (B)(6) 2017 through the awareness date (B)(6) 2018 for similar complaints was performed. There were two (2) similar complaint identified during the searched period. The g8 operator's manual under chapter 6 - troubleshooting, states message 706 is syringe-l error and is generated due to operation error in syringe-l. The countermeasure is for the user to inspect the syringe-l and execute smp reset. The most probable cause of the reported event was due to dirty guide rails.

Event description:
On (B)(6) 2018, a customer reported getting message 706 syringe-l error on the g8 instrument. Technical support specialist (tss) advised the customer to replace the sample needle and call back with results. The event resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results. On (B)(6) 2018, tss followed-up with the customer and was told the error persisted after sample needle replacement. Tss performed troubleshooting with the customer and found the guide rails were very dirty. Tss had the customer clean the guide rails and the sample needle's drive gear. The customer then performed a sample reset, ran quality controls (qc), and ran patient specimens. All results were within acceptable range and the 706 syringe-l error cleared. The g8 instrument functions as intended. No further action required by technical service.